Manufacturer narrative:
One 3.4mm cupped grasper was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The movable jaw has broken off and was not returned. A small portion of the jaw remains attached to the shaft. The device is over nine years old and is worn. The condition of the device indicates it was subjected to excessive force during use resulting in the jaw breakage.

Event description:
It was reported that the top jaw broke off in the patient. The piece was retrieved. No patient injury was reported.

Manufacturer narrative:
Additional information provided. Voluntary medwatch (B)(4) received on (B)(4) 2018. Corrected per information received in (B)(4).

Event description:
It was reported that during a knee arthroscopy case, the middle portion of the grasper's upper tip broke off in the patient's joint. The broken upper tip was visible and retrieved immediately by the surgeon. No patient injury was reported.